Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose (bg) level was 517 mg/dl. The customer adminstered a correction injection to address bg. Customer reverted to an alternate method of insulin therapy.